Event description:
It was reported by a customer on (B)(6) 2011 there was diminished fiber tissue vaporization and the aiming beam fired straight out of the fiber at 133,644 joules. No pt injury was reported.